Event description:
Information received indicates the knee up button on the right caregiver control was pushed in and when bed is plugged in, the knee will rise on its own.

Manufacturer narrative:
The technician found the siderail overlay was damaged in shipping. The technician replaced the siderail overlay to repair the bed.